Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that a random call service alarm had occurred after replacement of an infusion set tubing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The initial report identified a one touch ping as the product of complaint. It has been determined that the product of complaint is not an animas insulin infusion pump but an unknown infusion set. Animas does not manufacture this product but will forward the complaint to the relevant manufacturer.